Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized on (B)(6) 2017 due to high blood glucose. The customer reported that they woke up to high blood glucose. They had only been treating with the insulin pump. The customer¿s blood glucose level at the time of admission was over 600 mg/dl. The customer had symptoms such as abdominal pain, difficulty breathing, and headache. The customer also stated that their chest was hurting and their legs were swollen. They were treated with manual injections in the hospital. The insulin pump was also suspended. Before they were released they were told to take out their old site and put in a new one. Their current blood glucose level was 477 mg/dl. Troubleshooting was performed and insulin exited without incident. The customer reported that their previous site was infected. The customer¿s blood glucose level at the end of the call was 446 mg/dl. The customer stated they still had large ketones. They were advised to contact their health care professional and treat their high blood glucose. The device will not be returned for analysis.